Manufacturer narrative:
The unit passed the insulin pump self test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, occlusion test and excessive no delivery test. The operating currents were in specification. The unit was unable to download due to moisture damage on all electronic assemblies noted. Unit received with intermittent button response on the esc and act buttons due to flattened dome switches; there were no unlocked connectors on the lcd board during visual inspection. The following physical damage was noted: minor scratches on lcd window, cracked casing at the display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that her insulin pump would not upload to carelink and that the upload kept stopping at 69 percent. The patient's blood glucose at the time of incident is unknown. She also had a black circle on her screen. The customer was advised that the upload would not complete in an error state. She cleared the error and attempted to upload again; however, the transfer failed and the system did not accept the data. The insulin pump was returned for analysis and a replacement device was shipped to the customer.